Manufacturer narrative:
Device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test and self test. Critical pump error (open book image) alarm not confirmed. Blank display not confirmed. Device failed the sleep current test due to moisture damage on the electronic assembly. No audio anomalies or pump error 63 alarms noted during testing. Audio levels changed when adjusted. No pump error 63 alarms found in insulin pump history file. Audio/vibrate anomaly/absence of alarm not confirmed. Pump error 63 not confirmed. Device received with scratched case. Device received with cracked case on the back at the battery tube area. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had critical pump error. Customer reported that the insulin pump beeping and blank display occurred. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did return. Insulin pump exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.